Event description:
My daughter has been forced to take a whole cocktail of psychiatric drugs up and down doses by several separate mental health doctors, including massive extraction of blood in test and several starvation sessions of electroshock back in (B)(6) 2021 without her informed consent or our consent as family, only for material profits as a direct result of this now she is also being forced to live at a care home.